Manufacturer narrative:
(B)(4).

Event description:
The physician used a resolute integrity device to treat a lesion in the mid lad. The vessel was moderately tortuous with a moderate degree of calcification. The device was removed from its packaging per the IFU and inspected with no issues noted. Negative prep was performed with no issues noted. No resistance was encountered when advancing the device and no excessive force was used. Subsequent to the device being used it was identified that it had been used beyond its use by date. No patient injury was reported.